Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the device was turned off for three weeks during physical therapy for foot post-op. When it was turned back on, patient started very low. Patient stated the device should be adjusted higher but they were fearful of pain in foot and was going to continue to do it slowly. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient felt a spasm in the side of the arch area inside of their foot. Patient's stimulation was turned off and they did not know whether therapy was working for the patient or not. It was mentioned patient's foot surgery was after their implant. No further complications were reported. Additional information was received. It was reported that the patient reported uncomfortable stim. Patient called stating she had an unrelated foot surgery 3 months ago to have burr removed. Patient reported turning stimulation back on after the surgery that night and she had a muscle spasm and felt stimulation immediate pulse goes down to her right foot near the surgery site. Patient stated she was a mess until 2am because of the painful stimulation. Patient kept having pain in her foot. Patient went to see the foot doctor about three weeks ago, and they were watching the nerve next to the surgery incision site continually be fired from the stimulation. The doctor told the patient that the muscle along her foot arch is in a constant contraction. Patient believed that the stimulation had resulted in delayed healing of the foot surgery. Patient had since turned stimulation off due to these issues. Patient thought the issues above are better since turning stimulation off, but she was still having foot pain due to scar tissue from the surgery.